Event description:
On (B)(6) 2022 I underwent surgery for a reverse shoulder replacement on my left shoulder. On (B)(6) 2022 an x-ray showed a complete separation of the prosthesis and the parts were completely relocated in my shoulder. On (B)(6) 2022 I underwent a second surgery for the repair of this prosthesis. I was told that the glenoshere disassociated from the top side of the prosthesis. After local and two "corporate" investigations I have gotten no reason for the disassociation. Different people from zimmer biomet have given me different accounts of why they think the glenosphere (a pin that holds the two sides of the prosthesis together) disassociated. Furthermore, no one agrees as to exactly what parts of this prosthesis were changed on the second surgery. I went for a cat scan for the purpose of modifying this prosthesis to my body approximately 3 weeks before the first surgery and all the sizes of the components were supposed to have been established before the surgery. I am requesting that your office preform an investigation on this prosthesis manufactured by zimmer biomet. I have further pictures and documentation if needed that can be provided.